Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of undersensing were noted on the device which resulted in high voltage therapy being withheld during a ventricular tachycardia episode. The device was deactivated and the patient was stable.